Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization and reported ICU admission while on ilet therapy. Severe hyperglycemia requiring inpatient medical management is consistent with the reported hospitalization and treatment with IV fluids. Engineering log review confirmed that device data corresponding to the period immediately preceding the event were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data demonstrated repeated libre 3+ sensor errors, sensor expiration, sensor pairing failures, cgm communication interruptions, bg run conditions, and user interactions including insulin pauses and supply changes. The user reported concern that insulin was not being delivered; however, engineering review did not identify evidence of incorrect dosing or malfunction associated with the ilet pump. Based on available information, interruption of therapy associated with cgm unavailability and sensor-related conditions may have contributed to the reported hyperglycemic event. The event remains cause not established with respect to device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with a reported blood glucose level of 623 mg/dl requiring hospitalization. The user was treated with IV fluids and admitted from (B)(6) 2026 through (B)(6) 2026. The user recovered and discontinued ilet therapy pending endocrinology follow-up.